Event description:
It was reported that the shaft was separated when removing from the housing, prior to preparation of the device. The device was not used. There was no patient involvement. A new device was used to complete the procedure. There was no significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for shaft separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.